Manufacturer narrative:
The complaint was reported to (B)(4) (as a repair issue) by (B)(6) hospital. Add'l info has been requested from (B)(6) in regard to the number of appliers that may have a malfunction. At the time of this report no add'l info was rec'd. The device was returned to (B)(4) for diagnosis and repair. Eval repair performed for jaw out of alignment.

Event description:
The event is reported as: the issue was reported to the repair facility as jaws out of alignment. No pt injury reported.